Event description:
It was reported that a trained physician attempted arteriotomy closure of the cfa using a starclose device after an unknown procedure. After clip deployment, it was noticed that the clip deployed in the distal end of the exchange sheath instead of the artery. Hemostasis was achieved with manual compression. There was no patient consequences. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.